Event description:
It was reported that the patient experienced a lead incision wound issue. The patient had the bottom stitch of the incision for the paddle lead split open after the patient had bent over to pick up the patient's nephew. The patient was given antibiotics and the bandages were changed. The system was explanted and the patient was placed on 4-6 weeks of IV antibiotics.